Manufacturer narrative:
(B)(4). Service of this device is performed by a 3rd service provider. As such, philips has no record of service history for this device. Philips made three attempts to request the eval results from the 3rd party service provider. To date, this info has not been provided.

Event description:
It was reported from a 3rd party service provider that a 21378a tee lost functionality during a pt exam. The exam was completed with no adverse pt effects. The sonographer used system controls to maneuver the transducer rather than using knob controls on the transducer.